Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized with diabetic ketoacidosis around 5 years ago. The customer did not recall the exact date. Customer experienced heavy breading and vomiting. Blood glucose at the time of admission was in the 600 mg/dl range. She was in the hospital for three days on an insulin drip. She was wearing the insulin pump at the time of incident. Customer stated that the issue wasn't from the insulin pump it was because she wasn't using it correctly. Customer is currently using a different device.